Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round spectrum 225cc saline prosthesis (left) and a mentor smooth round spectrum 275cc saline prosthesis (right) experienced spontaneous left sided deflation post procedure. Additionally bilateral rippling was noted. As a result, replacement with 300cc mentor gel implants was performed on (B)(6) 2019. The left sided deflation was reported under 1645337-2019-25241 on (B)(6) 2019. After initial reporting of the left sided deflation mentor received additional information and initial awareness of bilateral issues on (B)(6) 2019. This report relates to the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5691030 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).